Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 12mm stent delivery system returned for analysis. The stent was returned separated from the delivery catheter. The stent was severely damaged and bunched into a ball like shape. The distal balloon folds had been opened from their original tightly folder position, the proximal balloon con fold had also been opened slightly. A position of the mid-section of the balloon appeared to be in its tightly folder position. Some positive pressure may have been applied to the balloon. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 12x3.50mm, concentric and the de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After a non-bsc guide wire was advanced, a 3.50 x 12mm synergy ii drug-eluting stent was advanced several times but the device failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. The patient is stable and responding well to medicines. However, returned device analysis revealed stent damage and stent separation.